Event description:
On (B)(6) 2011 at 6:44pm, the customer had a blood glucose of 214mg/dl. The following day, at 10:52am his blood glucose raised to 317mg/dl. At 11:01am he decided to deactivate the pod and noticed "blood on the adhesive tape and at the base of the cannula viewing window, but not on the cannula." The product will be returned for investigation.

Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 6 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a mfg process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report.